Event description:
It was reported a peripherally inserted central catheter (PICC) was successfully placed. It was noted during infusion, the catheter was fractured at the skin site. The catheter was successfully removed via the proximal end. Another PICC was placed for continuation treatment. The pt's condition is good and was discharged to home. This device has not been received for eval. Therefore, no failure analysis is available. As a lot number was not provided a device history search could not be performed. Since this catheter was in place approx 2 months, the co believes initial placement, user technque during access and/or pt anatomy may have contributed to this event. However, the co is unable to determine the exact cause for this event. The co's directons for use outline appropriate placement, access and maintenance procedures.